Event description:
The patient underwent an MRI exam in (B)(6) on (B)(6) 2010 and reported receiving 2 shocks. The patient continued to receive a large number of shocks through (B)(6) 2011. Upon explant, insulation damage was observed; lead conductors were exposed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found external insulation abrasion at 19.3cm and 20.1cm from the connector pin, exposing the ring electrode and rv shock cables. The etfe insulation on these cables was not damaged. The abrasion found is consistent with that produced by friction with the ICD can.